Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was indicating a "possible device malfunction" statement following an attempted interrogation.